Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient with a dignishield device in place experienced leaking stool around the catheter. Patient had device in for 48 hours and only recently had leaking issues; no leaking from catheter or connection points was noted. Dignishield inflation cuff was inflated with 45ml of water and in its relative position to the patient's anus was confirmed and no observed changes in the location of the position indicator band and the position of the drainage tube should be along the patient's leg, avoiding kinks, obstruction, and tension. The representative did make mention that it was not positioned in this manner and recommended moving it now and then irrigating the retention cuff. Per the IFU, if the retention cuff area became obstructed with fecal matter, it might be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port, depressing the plunger, and making sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device and to ensure that water drains. The patient confirmed water drained into the bag along with stool pieces and noted if solid or soft-formed stool could not pass through the catheter, it would obstruct the opening. The use of the device was not indicated for patients with solid or soft-formed stool. Once they flushed the device a couple of times, more stool was visible, and the leaking seemed to decrease. At this time, only 50ml of stool was collected in the drainage bag and suggested flushing again and checking for gas buildup. As the IFU did not offer instructions on how to release gas, it was recommended that they disconnect and reconnect the drainage bag to release any gas that may be acting as a vapor lock. After the representative repositioned the drainage tubing, reseated the inflation cuff, checked the supportive sphincter muscles, disconnected and reconnected the drainage bag, and flushed the device several times, the leakage appeared to stop. Discussed potential adverse events, as with the use of any rectal device, might occur, noting excessive leakage of stool around the device as one. They wanted to keep the device in place due to the pressure wound that was located near the rectal opening (pr# 5238852). They also only had one device in their facility and would not have another to replace it if this one needed to be removed. They said that if a patient had started to have formed stool, they would only encounter this issue again. It was recommended to flush often and carefully monitor the situation until confirmation of formed stool prevents use entirely. Also noted, flushing the drainage tube might be done as it can become obstructed with fecal matter and cause leakage around the catheter. Flush the tube by filling a syringe with tap water and attaching the syringe to the purple flush, port and depressing the plunger. If repeated flushing with water did not return the flow of stool through the catheter, the device should be inspected to determine if there was an external obstruction (i.e., pressure from a body part or piece of equipment). If no source of obstruction to the device was detected, use of the device should be discontinued. The customer called the representative back after an hour and they confirmed the device was clogged with formed stool and it was removed. The master of doctor would be ordering miralax and inserting the new dignishield at that time. Per follow-up via phone on 01jun2022, the problem has been corrected. The staff was using the dignishield sms. It was unknown what medical intervention was provided for pressure wounds.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient with a dignishield device in place experienced leaking stool around the catheter. Patient had device in for 48 hours and only recently had leaking issues; no leaking from catheter or connection points was noted. Dignishield inflation cuff was inflated with 45ml of water and in its relative position to the patient's anus was confirmed and no observed changes in the location of the position indicator band and the position of the drainage tube should be along the patient's leg, avoiding kinks, obstruction, and tension. The representative did make mention that it was not positioned in this manner and recommended moving it now and then irrigating the retention cuff. Per the IFU, if the retention cuff area became obstructed with fecal matter, it might be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port, depressing the plunger, and making sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device and to ensure that water drains. The patient confirmed water drained into the bag along with stool pieces and noted if solid or soft-formed stool could not pass through the catheter, it would obstruct the opening. The use of the device was not indicated for patients with solid or soft-formed stool. Once they flushed the device a couple of times, more stool was visible, and the leaking seemed to decrease. At this time, only 50ml of stool was collected in the drainage bag and suggested flushing again and checking for gas buildup. As the IFU did not offer instructions on how to release gas, it was recommended that they disconnect and reconnect the drainage bag to release any gas that may be acting as a vapor lock. After the representative repositioned the drainage tubing, reseated the inflation cuff, checked the supportive sphincter muscles, disconnected and reconnected the drainage bag, and flushed the device several times, the leakage appeared to stop. Discussed potential adverse events, as with the use of any rectal device, might occur, noting excessive leakage of stool around the device as one. They wanted to keep the device in place due to the pressure wound that was located near the rectal opening (pr# (B)(4)). They also only had one device in their facility and would not have another to replace it if this one needed to be removed. They said that if a patient had started to have formed stool, they would only encounter this issue again. It was recommended to flush often and carefully monitor the situation until confirmation of formed stool prevents use entirely. Also noted, flushing the drainage tube might be done as it can become obstructed with fecal matter and cause leakage around the catheter. Flush the tube by filling a syringe with tap water and attaching the syringe to the purple flush, port and depressing the plunger. If repeated flushing with water did not return the flow of stool through the catheter, the device should be inspected to determine if there was an external obstruction (i.e., pressure from a body part or piece of equipment). If no source of obstruction to the device was detected, use of the device should be discontinued. The customer called the representative back after an hour and they confirmed the device was clogged with formed stool and it was removed. The master of doctor would be ordering miralax and inserting the new dignishield at that time. Per follow-up via phone on 01jun2022, the problem has been corrected. The staff was using the dignishield sms. It was unknown what medical intervention was provided for pressure wounds. Per follow-up via phone on 01jun2022, the problem has been corrected. The staff was using the dignishield sms.

Event description:
It was reported that the patient with a dignishield device in place experienced leaking stool around the catheter. Patient had device in for 48 hours and only recently had leaking issues and no leaking from catheter or connection points was noted. Dignishield inflation cuff was inflated with 45ml of water and in its relative position to the patient's anus was confirmed and no observed changes in the location of the position indicator band to determine movement of retention cuff in patient rectum and the position of the drainage tube should be along the patient's leg, avoiding kinks, obstruction, and tension. The representative did make mention that it was not positioned in this manner and recommended moving it now and then irrigating the retention cuff. Per the IFU, if the retention cuff area became obstructed with fecal matter, it might be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port, depressing the plunger, and making sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device and to ensure that water drains. The patient confirmed water drained into the bag along with stool pieces and noted if solid or soft-formed stool could not pass through the catheter, it would obstruct the opening. The use of the device was not indicated for patients with solid or soft-formed stool. Once they flushed the device a couple of times, more stool was visible, and the leaking seemed to decrease. At this time, only 50ml of stool was collected in the drainage bag and suggested flushing again and checking for gas buildup. As the IFU did not offer instructions on how to release gas, it was recommended that they disconnect and reconnect the drainage bag to release any gas that may might be acting as a vapor lock. After the representative repositioned the drainage tubing, reseated the inflation cuff, checked the supportive sphincter muscles, disconnected and reconnected the drainage bag, and flushed the device several times, the leakage appeared to stop. The discussed potential adverse events, as with the use of any rectal device, might occur, noting excessive leakage of stool around the device as one. They wanted to keep the device in place due to the pressure wound that was located near the rectal opening. They also only had one device in their facility and would not have another to replace it if this one needed to be removed. They said that if a patient had started to have formed stool, they would only encounter this issue again. It was recommended to flush often and carefully monitor the situation until confirmation of formed stool prevents use entirely. Also noted, flushing the drainage tube might be done as it can become obstructed with fecal matter and cause leakage around the catheter. Flush the tube by filling a syringe with tap water and attaching the syringe to the purple flush, port and depressing the plunger. If repeated flushing with water did not return the flow of stool through the catheter, the device should be inspected to determine if there was an external obstruction (i.e., pressure from a body part or piece of equipment). If no source of obstruction to the device was detected, use of the device should be discontinued. The customer called the representative back after an hour, and they confirmed the device was clogged with formed stool and it was removed. The master of doctor would be ordering miralax and inserting the new dignishield at that time. No further assistance was needed at this time. It was unknown what medical intervention was provided for pressure wound. Per follow-up via phone on 01jun2022, the problem has been corrected. The staff was using the dignishield sms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was confirmed use related as the drainage tube was not positioned properly along the patient's leg. The root cause of this failure is "user deviation from IFU". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications for use: the bard® dignishield® stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device consists of a catheter tube assembly, a collection bag (figure 1), a 50ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. Contraindications ¿ do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. ¿ do not use on patients known to be sensitive to or allergic to any components within the system. ¿ do not use on patients who had lower large bowel or rectal surgery within the last year. ¿ do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. ¿ do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. ¿ do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings ¿ there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. ¿ do not use if package is opened or damaged. ¿ do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. ¿ do not over inflate retention cuff. ¿ use only gravity or slow manual irrigation. Do not connect mechanical pumping devices to catheter irrigation port. Do not irrigate patient with compromised intestinal wall integrity. ¿ rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. ¿ abdominal distention that occurs while using the device should be investigated. ¿ prolonged traction on the catheter may result in the retention cuff migrating into the anal canal which may result in mucosal lesion, temporary or permanent clinical sphincter dysfunction, or catheter expulsion. ¿ solid or soft-formed stool cannot pass through the catheter and will obstruct the opening. The use of the device is not indicated for patients with solid or soft formed stool. ¿ single use only. Do not reuse. Reuse and/or packaging may create a risk possibly resulting in patient or user infection. Structural integrity and/or essential material and design characteristics of the device, may be compromised, which may lead to device failure and/or lead to injury, illness or death of the patient. Precautions ¿ caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not sterilize. ¿ close attention should be paid to the use of the device in patients who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in patients with such conditions. Ensure retention cuff and funnel are folded into a low profile form prior to insertion (as shown in figure 4). ¿ patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. ¿ if the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 - ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. ¿ to avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal. ¿ notify a physician if any of the following occur: o persistent rectal pain o rectal bleeding o abdominal distension ¿ if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. ¿ caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. ¿ when using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. ¿ ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time. Instructions for use 1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. 2. Collection bag connection a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket. (Figure 3-a ,b) 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient with a dignishield device in place experienced leaking stool around the catheter. Patient had device in for 48 hours and only recently had leaking issues and no leaking from catheter or connection points was noted. Dignishield inflation cuff was inflated with 45ml of water and in its relative position to the patient's anus was confirmed and no observed changes in the location of the position indicator band to determine movement of retention cuff in patient rectum and the position of the drainage tube should be along the patient's leg, avoiding kinks, obstruction, and tension. The representative did make mention that it was not positioned in this manner and recommended moving it now and then irrigating the retention cuff. Per the IFU, if the retention cuff area became obstructed with fecal matter, it might be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port, depressing the plunger, and making sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device and to ensure that water drains. The patient confirmed water drained into the bag along with stool pieces and noted if solid or soft-formed stool could not pass through the catheter, it would obstruct the opening. The use of the device was not indicated for patients with solid or soft-formed stool. Once they flushed the device a couple of times, more stool was visible, and the leaking seemed to decrease. At this time, only 50ml of stool was collected in the drainage bag and suggested flushing again and checking for gas buildup. As the IFU did not offer instructions on how to release gas, it was recommended that they disconnect and reconnect the drainage bag to release any gas that may might be acting as a vapor lock. After the representative repositioned the drainage tubing, reseated the inflation cuff, checked the supportive sphincter muscles, disconnected and reconnected the drainage bag, and flushed the device several times, the leakage appeared to stop. The discussed potential adverse events, as with the use of any rectal device, might occur, noting excessive leakage of stool around the device as one. They wanted to keep the device in place due to the pressure wound that was located near the rectal opening. They also only had one device in their facility and would not have another to replace it if this one needed to be removed. They said that if a patient had started to have formed stool, they would only encounter this issue again. It was recommended to flush often and carefully monitor the situation until confirmation of formed stool prevents use entirely. Also noted, flushing the drainage tube might be done as it can become obstructed with fecal matter and cause leakage around the catheter. Flush the tube by filling a syringe with tap water and attaching the syringe to the purple flush, port and depressing the plunger. If repeated flushing with water did not return the flow of stool through the catheter, the device should be inspected to determine if there was an external obstruction (i.e., pressure from a body part or piece of equipment). If no source of obstruction to the device was detected, use of the device should be discontinued. The customer called the representative back after an hour, and they confirmed the device was clogged with formed stool and it was removed. The master of doctor would be ordering miralax and inserting the new dignishield at that time. No further assistance was needed at this time. It was unknown what medical intervention was provided for pressure wound. Per follow-up via phone on 01jun2022, the problem has been corrected. The staff was using the dignishield sms.